Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006, (B)(6) 2009 and (B)(6) 2010 and a sling, y graft intepro, and the lynx suprapubic mid-urethral sling system were implanted. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03517. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with anterior colporrhaphy, repair of bilateral paravaginal defects, extracorporeal vaginopexy and posterior suture colpoperineorrhaphy. No additional information was provided.